Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting or follow-up, providing no additional information regarding the outcome of the event.